Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. The customer disconnected from the pump and was using insulin pens to manage diabetes. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be determined.